Event description:
It was reported that the insulin pump delivered 10.0 units of insulin on its own several times. Troubleshooting was performed. The displacement and self test passed. It was stated that the device was not exposed to a magnetic field. It was mentioned that the issue persisted for the past months. The customer was unsure if the blood glucose was impacted as he lowered other boluses and basal rates. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.